Event description:
It was reported that this right ventricular (rv) lead showed a gradual increase in pacing impedance. The values are high, out of range (oor) at this time. Shock impedances were within normal limits. It was recommended to increase the oor impedance upper limit and enabling non-physiologic signal detect and non-sustained ventricular tachycardia alerts to monitor more closely. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.